Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 90 mg/dl. Customer reverted to an alternate pump for insulin therapy.